Event description:
Left hip revision for thigh pain. Stem, head, insert, and screw explanted.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A review of the provided x-ray by a clinician consultant indicated: it clearly confirms the accolade stem is loose and as such the hip pain can be explained by the stem loosening. The cause of the stem loosening is however less clear. There are no additional clinical records or early postop x-rays to compare the implant condition or see what studies have been performed to analyze the arthroplasty. Loosening may have a multitude of contributing factors and due to complete lack of further clinical or other info, it is not possible to make an educated guess about this cases failure scenario. The event was confirmed. The exact cause of the event could not be determined because the device was not returned. More clinical information such as pre-operative x-rays and the primary operative report as well as patient history and follow-up notes would be helpful to rule out possible contributory factors. If additional information becomes available, this investigation will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Left hip revision for thigh pain. Stem, head, insert, and screw explanted. Update per sales rep: patient complained of pain - stem may have been undersized.